Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products; product ID bsx-lead implanted: 1999 (B)(6); product ID (B)(4) implanted: 2012 (B)(6); product ID (B)(4) implanted: 2012 (B)(6). (B)(4).

Event description:
It was reported the patient developed infection and pocket erosion. The lead was removed and returned to the manufacturer. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: (B)(4): the full lead was returned in segments, analyzed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.